Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing power cable disconnect alarms only when he was connected to the power module with an ungrounded pt cable. The pt was on battery power when sleeping. Add'l info was received that the nature of the alarm that the pt was experiencing is unk. The pt's ungrounded cable solved the alarms at first: but is now damaged and alarms are occurring. The pt was provided another ungrounded pt cable. The pt remains ongoing.

Manufacturer narrative:
Usage of the ungrounded 14 volt power module pt cable (lot #unk, manufacture date unk). The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.